Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to a product performance issue after approximately four months of being implanted. No adverse patient effects were reported.